Event description:
The pt has had burning pain in the breasts in the last year around the breast implants as well as a history of left axillary hidradenitis. The pt underwent left hidradenitis excision in 1989: however, she continued to have burning and itching in the left axilla. In 1989, the pt also had burning pain in the back in the bra line area. Other symptoms the pt has had include fatigue, dry mouth, numbness in feet intermittently. Both implants are intact; however, ultrasound shows silicone lymphadenopathy in at least one lymph node and this lymph node will be needle-localized preoperatively. Because of silicone migration, tenderness around the implants and symptoms of local pain that may be related inflammatory effects of silicone as well as systemic symptoms that may be related to silicone, it is medically necessary to remove both implants to do a total capsulectomy as well as removal of the tender lymph nodes which will be localized by needle localization.